Event description:
This pt was undergoing her 11th of 17 radiation treatments on her lacrimal gland. This treatment requires the table to be rotated 90 degrees and the gantry of the linear accelerator to be moved 30 degrees. The gantry was rotated beyond the 30 degrees when the therapist was not aware into the pt's pelvis. This resulted in several pelvic fractures and hospitalization of the pt. The machinery does not have a warning system or automatic shut off if it is in danger of making contact with the pt.